Manufacturer narrative:
Updated data: b5. Additional codes. Corrected data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, following the first deployment attempt, the valve was recaptured. Subsequently, the patient's blood pressure decreased, and hemodynamics collapsed. Ventricular tachycardia (v-tach) occurred and the patient went into cardiac arrest. It was noted that the patient's pulse returned upon an "attempt to perform dc". It was observed that aortic regurgitation had increased, so the second deployment attempt was made as quickly as possible. Following the placement of the valve, the hemodynamics had not recovered, so cardiac massage was performed, and extracorporeal membrane oxygenation (ECMO) was initiated. The patient's hemodynamics subsequently stabilized, and ECMO was removed. Subsequently, echocardiogram revealed that the "rcc was rising and was stuck". Additional information was received to report the aortic regurgitation was moderate to severe from where the right coronary cusp (rcc) was deployed. It was clarified there was an attempt to perform electrical shock and the patient's pulse returned. Following the implant of the valve, mild paravalvular leak (pvl) was observed. Additionally, the short-axis image on the echocardiogram showed the rcc portion of the valve appeared as a "cavity" indicating it was "stuck." Per the physician, the cause of the adverse event is unknown; however, the valve and dcs could be considered contributing factors as the valve may have been incorrectly deployed during the first recapture. Additional information was received to clarify that the valve was not incorrectly deployed during the first recapture, but rather the valve leaflet likely prolapsed during deployment and remained prolapsed during recapture. The valve did not dislodge after deployment, and there were no issues with the frame of the valve.

Event description:
Additional information was received that approximately three and a half months after the valve implant, the patient died.

Manufacturer narrative:
Updated data: b2, b5, h1, h6, additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, following the first deployment attempt, the valve was recaptured. Subsequently, the patient's blood pressure decreased, and hemodynamics collapsed. Ventricular tachycardia (v-tach) occurred and the patient went into cardiac arrest. It was noted that the patient's pulse returned upon an "attempt to perform dc". It was observed that aortic regurgitation had increased, so the second deployment attempt was made as quickly as possible. Following the placement of the valve, the hemodynamics had not recovered, so cardiac massage was performed, and extracorporeal membrane oxygenation (ECMO) was initiated. The patient's hemodynamics subsequently stabilized, and ECMO was removed. Subsequently, echocardiogram revealed that the "rcc was rising and was stuck". Additional information was received to report the aortic regurgitation was moderate to severe from where the right coronary cusp (rcc) was deployed. It was clarified there was an attempt to perform electrical shock and the patient's pulse returned. Following the implant of the valve, mild paravalvular leak (pvl) was observed. Additionally, the short-axis image on the echocardiogram showed the rcc portion of the valve appeared as a "cavity" indicating it was "stuck." Per the physician, the cause of the adverse event is unknown; however, the valve and dcs could be considered contributing factors as the valve may have been incorrectly deployed during the first recapture.

Manufacturer narrative:
Updated data: h6. Annex e and annex a codes. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, following the first deployment attempt, the valve was recaptured. Subsequently, the patient's blood pressure decreased, and hemodynamics collapsed. Ventricular tachycardia (v-tach) occurred and the patient went into cardiac arrest. It was noted that the patient's pulse returned upon an "attempt to perform dc". It was observed that aortic regurgitation had increased, so the second deployment attempt was made as quickly as possible. Following the placement of the valve, the hemodynamics had not recovered, so cardiac massage was performed, and extracorporeal membrane oxygenation (ECMO) was initiated. The patient's hemodynamics subsequently stabilized, and ECMO was removed. Subsequently, echocardiogram revealed that the "rcc was rising and was stuck". Additional information was received to report the aortic regurgitation was moderate to severe from where the right coronary cusp (rcc) was deployed. It was clarified there was an attempt to perform electrical shock and the patient's pulse returned. Following the implant of the valve, mild paravalvular leak (pvl) was observed. Additionally, the short-axis image on the echocardiogram showed the rcc portion of the valve appeared as a "cavity" indicating it was "stuck." Per the physician, the cause of the adverse event is unknown; however, the valve and dcs could be considered contributing factors as the valve may have been incorrectly deployed during the first recapture. Additional information was received to clarify that the valve was not incorrectly deployed during the first recapture, but rather the valve leaflet likely prolapsed during deployment and remained prolapsed during recapture. The valve did not dislodge after deployment, and there were no issues with the frame of the valve. Additional information was received that approximately three and a half months after the valve implant, the patient died. Additional information was received to clarify the cause of death was low cardiac output syndrome.

Manufacturer narrative:
Updated data: b5. A fifth paragraph was added. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, following the first deployment attempt, the valve was recaptured. Subsequently, the patient's blood pressure decreased, and hemodynamics collapsed. Ventricular tachycardia (v-tach) occurred and the patient went into cardiac arrest. It was noted that the patient's pulse returned upon an "attempt to perform dc". It was observed that aortic regurgitation had increased, so the second deployment attempt was made as quickly as possible. Following the placement of the valve, the hemodynamics had not recovered, so cardiac massage was performed, and extracorporeal membrane oxygenation (ECMO) was initiated. The patient's hemodynamics subsequently stabilized, and ECMO was removed. Subsequently, echocardiogram revealed that the "rcc was rising and was stuck".

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: evfxplus-26, serial/lot #: (B)(6), ubd: 27-aug-2027, UDI#: (B)(4) the codes present in section h6 correspond to multiple components/products that comprise this reported event. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.